Event description:
During an in clinic follow up, an increased threshold resulting in a loss of capture was observed on the left ventricular (lv) lead. It was suspected the loss of capture was due to the lvad system the patient also has. The lv lead was reprogrammed to resolve the event. The patient was stable.